Manufacturer narrative:
Evaluation summary: quality assurance revealed that the guide wire was returned with blood and contrast visible. The core was separated 1.6 cm distal to the center solder. The coils were stretched for the same length. There was a kink in the core at 1.6 cm distal to the center solder. This guide wire was sent to the scanning electron microscopy (sem) for further investigation. Product performance engineering reviewed the incident information and the analysis of the returned device. Results of the sem analysis indicate that the device core was subjected to excessive torsional overload beyond its design limit causing the tip to detach. For the guide wire to separate due to torsional overload, some portion of the guide wire would have to be trapped either in the anatomy or in another device and excess torque applied. From the incident description, the guide wire was being attempted to cross a lesion with difficulty. It is concluded that during that attempt, the tip became trapped or restricted, which allowed the torque to be transmitted to the core, which then fractured for torsional overload. The root cause of the fracture and other damage appears to be from circumstances during the procedure, and not a manufacturing related quality issue based on the sem analysis. A review of the finished device lot history record did not reveal any non-conforming material reports associated with this lot. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: guide wire separation has caused or contributed to patient injury previously. Device issue: separated guide wire. It was reported that the guide wire did not cross the lesion; however, another company's guide wire was able to cross successfully. No additional event or patient information is available. This is being filed based on the returned product evaluation, which revealed a guide wire tip separation.